Event description:
The device was explanted (B)(6) 2024, due to the patient experienced poor performance with the device and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.